Event description:
Miller pm, gross re. Wire tethering or 'bowstringing' as a long-term hardware-related complication of deep brain stimulation. Stereotact funct neurosurg. 2009;87(6):353-359. Summary: the authors retrospectively reviewed the surgical database of a single neurosurgeon at (B) (6) from (B) (6) 2001 through (B) (6) 2009, comprising 278 patients with 456 electrodes implanted for all indications, identifying all patients presenting with the complaint of tightness, discomfort, prominence, or limitation of motion related to implantation of dbs systems. The article describes 6 patients with moderate to severe wire tethering. One pt experienced tethering of "bowstringing" of the implanted extension wires requiring lysis treatment which resulted in some visible prominence of the wire but relieved the discomfort. It was noted this pt's onset may have followed an automobile accident.

Manufacturer narrative:
(B) (4).